Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Six component phacoemulsification lots were used to make up the final lot. A device history review for each of the six lots was conducted. No anomalies were found during the device history record review. All lots were released based on the manufacturers' acceptance criteria. No additional investigation is required based on device history reviews. A complaint history examination indicates no additional complaints were associated with the phacoemulsification component lots or sterile phacoemulsification lots. All phacoemulsification tips are 100% visually inspected. A phacoemulsification tip was received for evaluation. A visual inspection of the phacoemulsification tip was performed. The tip has a missing section of metal out of the right central section of the bevel. The complaint evaluation does indicate the source for the metal fleck in the eye originated from the phacoemulsification tip bevel. (B)(4).

Event description:
A healthcare professional reported that a "metal fleck" was noticed in the patient's eye. He also reported that the phacoemulsification tips broke during a surgical procedure. The surgeon decided not to remove the metal flake from the patient's eye. There was no harm reported to the patient. Additional information has been requested.